Manufacturer narrative:
Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer transposed the blood glucose (bg) value with the carbohydrates value on the pump bolus menu. Subsequently, a larger bolus than intended was delivered and decreased the customer's blood glucose to the 50's (mg/dl). Further information regarding the event could not be obtained as the contact declined to provide it.